Manufacturer narrative:
D4: UDI - there is no applicable UDI no. For this product. This is a bulk product. The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history records and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not retruned to manufacturer

Event description:
The user facility reported an obstruction of flow in the capiox device during cardiopulmonary bypass. Follow up communication with the user facility confirmed the following information: even under high rpm max flow was 1.5 liters; blood loss was reported to be 500ml; it was reported that there could have been a possible intervention to prevent patient harm; there was an approximate delay of 11 minutes; the product was changed out; and the surgery was completed successfully.

Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the additional information, provide the evaluation results, correct the device manufacturer date - the date was initially reported as 08/18/2015, the correct date is 08/20/2015. The actual sample was returned to the manufacturer for evaluation. The actual sample was rinsed and dried and a visual inspection revealed no defects. The actual sample was built into a circuit with tubes, where bovine blood was circulated at each flow rate to determine the pressure drop. The obtained values were confirmed to meet manufacturer specifications. No anomaly was noted. After bovine blood was kept circulating in the circuit for six hours. No anomaly was noted. The blood was rinsed out of the actual sample by saline solution and the oxygenator module was subjected to visual inspection. No presence of blood clot forming was confirmed. The pump record was reviewed as follow: at 10:06, cpb was initiated at the blood flow rate of 1.8l/min and the blood temperate (bladder) of 36.5oc. Rpm of the centrifugal pump was unknown. Act at the initiation of cpb was 454 seconds. The actual sample, after having been rinsed and dried, was verified to be the normal product with no inherent anomaly which could relate to this complaint. There is no evidence that this event was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined, based on the information it is likely the actual sample may have been plugged due to the formation of thrombus inside the oxygenator module. As a cause of the formation of thrombus, it may have been difficult to practice anticoagulant treatment due to the patient being anti-heparin. From the available information, however, the cause of the clot formation cannot be determined. The IFU of this product does have the instruction in regard to possible thrombus formation as follows: "do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system."

Event description:
The additional information was reported: the involved patient may be anti-heparin. Per the attached FDA medwatch report # mw5062208 which was received from the FDA on june 10th, 2016, the event description states the following: "during coronary artery bypass graft surgery, after pt was placed on heart/lung bypass, optimal flow was not achieved. Flow did not increase until oxygenator was replaced while pt on bypass. This resulted in the pt being on low flow for 20 minutes, with 11 minutes of no circulation. Surgery was completed successfully and pt recovering."